Event description:
It was reported that the patient received a vibratory notifier and presented to the emergency room for an in-person check. It was noted that noise suggestive of diaphragmatic oversensing was observed. It was noted that the programmed amplitudes were suggestive of a known lead issue. Programming changes to turn off tachy therapy were completed. The patient was a visiting missionary and planned on returning to europe and was fitted with a life vest with instructions to follow up with their clinician. The patient was stable.